Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported device turns on and off when battery is moved which was not reproduced. A review of the event history log identified improper shutdown messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned on and off when battery was moved. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.